Event description:
It was reported that a merlin. Net transmission revealed ventricular noise reversion episodes. The left ventricular lead would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.